Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for detecting a ventricular tachycardia (vt) arrhythmia as a supra ventricular tachycardia (svt) episode; therapies were withheld for stability. The device remains in use. No further patient complications have been reported as a result of this event.